Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that some non-capture was observed via telemetry. Evaluation of the right ventricular (rv) lead produced stable threshold measurements and no noise was noted. The patient stated he has had symptoms of syncopal events, but also has some aortic stenosis and other extenuating circumstances. A boston scientific technical services consultant discussed the potential reasons for the clinical observations and recommended further troubleshooting. No additional adverse patient effects were reported.

Manufacturer narrative:
This produce is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this system was subsequently explanted due to an upgrade procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.